Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon attempt interrogation, the ICD exhibited telemetry anomaly. The device was able to interrogate with inductive telemetry. The patient was in stable condition.